Manufacturer narrative:
E1: patient city: (B)(6) patient country: argentina.

Event description:
Reference number (B)(4) event occurred in argentina. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The location of detachment was site location. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.